Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Unable to verify failed battery test or battery out limit due to button/keypad anomaly. Pump received with cracked display window corners, battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window. Moisture damage found on lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 348 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.